Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed to stop a bleed in the stomach.according to the complainant, during the procedure, the needle would not retract back into the sheath. The physician completed the procedure with another injection gold probe device.no patient complications, or scope problems, were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.